Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) due to the patient not being satisfied with the level of continence. A patient outcome was not reported.